Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed some evidence of irregularity in the most recent payload. The voltage has some irregular patterns of discharge and may be subject to an internal short of the battery and a device replacement was recommended. To date, the device remains in service. No adverse patient effects were reported.